Manufacturer narrative:
Additional information was received that indicated that the cause of death was reported to be congestive heart failure (chf) and was possibly related to the device.

Event description:
Medtronic received information sixteen months after the implant of this transcatheter bioprosthetic valve, the patient was admitted to the hospital for symptoms of congestive heart failure (chf); shortness of breath, hypotension and edema. Medications were prescribed. Approximately two weeks later, the patient was again admitted with hypotension, tachycardia and respiratory distress. Medications again were prescribed. The patient was placed on hospice and expired approximately three weeks later. The exact cause of death was not reported, but per the physician could have been related to the device. No autopsy was performed.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted and will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).